Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The details of the lesion and unk. The 2.50x12mm taxus liberte stent was unable to cross the lesion. The physician removed the device and noted a stent strut was sticking out. The procedure was not completed due to this event. The pt status is listed as fine with no complications reported. The pt had no adverse effects.

Manufacturer narrative:
(B)(4).